Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump user performed a factory reset when switching to fiasp insulin and experienced a slower, less responsive touchscreen specifically on the pause menu, with a reaction delay of about two seconds; the device continued to dose normally, the user restarted the pump, confirmed the latest firmware, and declined replacement. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen user interface, consistent with a key or button unresponsive or not working behavior localized to the pause screen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.